Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to perform the detect and treat test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (unable to perform detect and treat) was confirmed. As received, the monitor failed incoming testing. Upon investigation, the monitor's ca board had extensive thermal damage to multiple components. The cause of the test failure was the thermally damaged ca board. The root cause of the damaged board cannot be positively identified. No adverse event resulted from the damaged monitor.